Event description:
Information was received indicating that two pumps were exhibiting alarming with a smiths medical, cadd medication cassette. It was reported there was no alarm message on the screen and troubleshooting was unsuccessful. The end user was advised to mix another cassette. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).